Event description:
It was reported that the ilet charger displayed a blinking green light and did not reliably charge, and the user believed the charging cable was faulty; the user also reported needing to charge the pump daily, consistent with a charging problem involving the battery charger component. Customer care provided support that included replacement battery logistics. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem traced to the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.